Manufacturer narrative:
Updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported a patient with a 25mm 11500a aortic valve implanted for one (1) year, three (3) months, was explanted due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The patient was noted to be in recovery.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.